Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/29/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on unknown date and the mesh was implanted. After the initial procedure, the patient underwent an inspection of hernia and the surgeon found a mesh bulged up like a rag inside of the patient. It was also reported that this surgeon had never seen this patient before and was unaware that a hernia repair had been done in the past. The mesh was removed and the surgery was completed with other device. No further information is available.